Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cellulitis at the cardiac resynchronization therapy pacemaker (crt-p) incision site. It was noted that the incision had superficial redness, a small bulge, and mild tenderness. Antibiotics was administered, and the crt-p system was later removed. The patient is a participant in the attain stability quad clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.